Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood (bg) glucose levels (50 mg/dl). Customer stated they believe their low bg's are due to their settings are set too high. Customer drank juice to stabilize blood glucose levels. Reportedly, after making settings adjustment to correct low bg's the customer's bg's then became elevated (266 mg/dl). Customer declined troubleshooting, and stated that elevated bg's were due to correcting for the low bg they experienced. Customer delivered a bolus to stabilize bg levels.